Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected failed battery test alarm, audio or beep or vibrate or back light anomaly noted during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device display properly and no anomaly noted, however unit had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button was sticky and harder top press and the screen had rainbow effect which made the customer harder to read the screen. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump rejected new batteries, had dimmed backlight and no delivery alarms. The insulin pump will not be returned for analysis.